Event description:
The customer reported via phone call that they experienced high blood glucose. Customer alleged that insulin pump was under delivering. Customer¿s blood glucose reading at the time of the incident was 524 mg/dl. Customer was treated with insulin pump for high blood glucose event. The customer did not experience any symptoms of high blood glucose value. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was active at the time of event. Troubleshooting was performed. Customer will continue the use of device. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.